Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a representative on 2019-aug-06 reporting that there were no falls or traumas that contributed to the event. Gradually it moved up to their rip area from the original placement. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for cervical radiculopathy. The patient reported that they had their implantable neurostimulator (ins) because the battery was getting low and was moving inside of their rib cage. The patient stated that the healthcare provider decided to replace the entire ins rather than just revising it. They mentioned that the replacement occurred 3-4 years after implant. No further complications or patient symptoms were reported or anticipated.